Event description:
This will be filed to report heart failure and hospitalization. This research article is a retrospective study designed to evaluate the impact of gender on long-term mortality after transcatheter edge-to-edge (teer) repair for functional mitral regurgitation (fmr) using multicenter registry data. Complications identified in the study included heart failure and hospitalization. Details are listed in the attached article titled, "impact of gender on mortality after transcatheter edge-to-edge repair for functional mitral regurgitation".

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported heart failure. Heart failure is listed in the instructions for use (IFU) as a known possible complication associated with the mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. B3 and d6: dates estimated. D4: the UDI number is not known as the part and lot number were not provided. Attachment: article titled "impact of gender on mortality after transcatheter edge-to-edge repair for functional mitral regurgitation".